Event description:
Self-test failed x5 pressure pod detections. Cleaned pressure pods with alcohol swabs and continued to fail self-tests, eventually stopping and unable to return patient blood. New machine was obtained and utilized.